Event description:
Tap, it was reported that 225 days after implantation of a taxus express2 2.5x20mm drug eluting stent, an in-stent stenosis occurred. The target lesion was located in the obtuse marginal branch of the circumflex artery. A pre-intervention stenosis of 99% was reported. A post-intervention stenosis of 0% was reported after deployment of a 2.5x20mm taxus stent. No information was reported on the calcification or tortuosity of the treated vessel. The patient received heparin and integrilin during the procedure. No information was reported concerning patient complications. The patient was placed on aspirin and plavix post procedure. The patient presented 225 days after the original intervention with chest pain. The 2.5x20m taxus stent in the obtuse marginal branch of the circumflex artery was found to be occluded. The degree of scenosis was not reported. The original taxus stent was dilated and a cyphor stent was placed proximal to and overlapping the original taxus stent. A post-intervention timi-3 flow was reported for the vessel. No information was reported concerning patient complications.

Manufacturer narrative:
The stent remains implanted and the facility disposed of the delivery device, consequently, a returned product analysis will not be possible. As the lot number is unknown, a review of the shop floor paperwork could not be performed. The root cause of the difficulties experienced during the procedure could not be determined.